Event description:
Caller updated time, personal profile, and insulin settings, which resulted in a blood glucose level of 45 mg/dl, prompting the consumption of carbohydrates. There was no assistance needed from a third party. Technical support assisted the caller in updating the correction factor setting and advised checking in with a healthcare provider whenever settings are updated.